Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. It was reported that it was taking a long time to charge. The patient clarified that they were having issues with coupling. Even with 8 boxes filled in it, charging still took a long time. The patient was charging previously for 6 hours and today had been charging for 2. They used adhesive discs and applied pressure to try and receive a better connection but the issue was not resolved. The patient performed antenna locate and confirmed that they saw 8 boxes filled in but a few minutes later they saw 0 filled in. The patient noted that the ins always felt tilted since implant. They had trouble charging and receiving good coupling since implant. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for post laminectomy pain. It was reported that the patient will charge the implantable neurostimulator (ins) for an hour and it is full, then he checks with t he programmer and it isn't full. The patient was asked if he waits to see the water droplets, but the patient said he does not. The patient noted that the ins battery was 1/4 full. Also, it was noted that there was poor coupling and it takes a long time to charge. The patient used to sit for 4-5 hours, now it is taking 8 hours or more. The patient noted only getting 3-4 coupling bars. In addition, it was noted that the patient doesn't use a recharging belt due to not having one and the patient was charging on the skin. During troubleshooting, the patient was instructed to reposition the antenna over the ins, turn the antenna dial through all 4 positions, then attempted to recharge. It was determined that troubleshooting resolve the issue and the patient was getting 6-8 coupling bars. Antenna placement, charging over a thin material (not on a bulky clothing), and how the number of efficiency bars will affect the recharge time were reviewed with the patient. Furthermore, the patient reported having spasms. There were no further complications or anticipations reported with this event. (Refer to (B)(4)) for information related to previous issue about recharging antenna).